Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call, the insulin pump had alarmed no delivery which has been occurring quite often over the past few months. Customer stated that sometime she was able to resolve it whit a set change, but wasn't sure if issues was with the insulin pump. Her blood glucose was 17 mmol/l. The customer stated she has monitored the device closely and at times she reverted to manual injections when she couldn't clear the alarms. Customer was advised that a replacement device will be sent and she agreed to return the device for analysis.